Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received five inappropriate shocks due to incorrect programming of their new device at implant. The patient stated that the settings from their previous device was not transferred to their new implantable cardioverter defibrillator (ICD). This has caused the patient complications, suffering ptsd (post-traumatic stress disorder) symptoms, insomnia, feels unsafe, is fearful, has anxiety, panic attacks, and is under psychological care. The patient stated that since this event when they cannot lay on their right side because they can feel their heart pounding and always feels her heart pounding in their carotid artery. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient had presented the patient had presented with multiple inappropriate shocks for sinus tachycardia. The clinic noted that the ICD had been programmed out of box at implant despite the physician's instruction to match programming from patient¿s old device. Both slow vt (ventricular tachycardia) zone and sub optimal wavelet vector contributed to inappropriate shocks for sinus tachycardia. The ICD was then reprogrammed to the correct settings. However, since this incident the patient has reported that currently they have had their ICD disabled because of their fear. Additionally, at the time the ICD was disabled the physician found that there was a blood clot on the tip of the right ventricular (rv) lead. The patient was put on oral medication of blood thinners and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their implantable cardioverter defibrillator (ICD) was removed along with extraction of the right ventricular (rv) lead. The patient noted that they suffer from hypervigilance and hypertension. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they have experienced pain and suffering.